Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17568. It was reported that the patient had been diagnosed with twiddler's syndrome. Both the right atrial and right ventricular leads had been dislodged and pulled up into the venous system above the patient's heart. This was confirmed via chest x-ray. There was no inappropriate therapy delivered due to the dislodgement. The leads were explanted and replaced, and the device was re-implanted sub-muscularly to prevent the patient from manipulating the device in the future. The patient was in stable condition.